Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was did not do with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. Software error found in the pump history (linenumber = 3294 and filenumber = 26) due to software error (tt=2252). No unexpected the motor arm cannot communicate with the main arm alarms noted during testing.